Event description:
During a humeral nailing of the left side, surgeon was reaming the canal with the flexible medullary reamer, the reamer head came apart from the shaft. The head was retrieved. The flexible medullary reamer was only used a few times. Surgeon used another reamer to complete the procedure with no further problems, no harm to patient. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The lot was made to the correct material requirements, and met the hardness and required specifications. The visual inspection performed as part of the manufacturing evaluation revealed the shaft exhibited slight scratches along the shaft and the reamer has minor marks on the cutting surfaces. The product evaluation determined the flexible reamer was received with the reamer head broken off of the shaft. The weld that attaches the reamer head to flexible shaft appears to have broken, because the reamer head component and the flexible shaft component are were intact. There are no circular striations around the length of the flexible shaft. The reamer head has very few divots in the cutting flutes, and the cutting surfaces appear fairly sharp. There is no rust on the part or indications of overuse. The weld that was attaching the reamer head to the flexible shaft must have broken due to mechanical overloading. The design of the device met its intended use. This complaint is invalid from a design perspective because the product drawing specifies that it should be able to withstand an adequate amount of torsional force. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)